Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures including replacement of the source lamp, calibration of the reagent 2 (r2) probe, and cleaned the wash cup waste tubing. However, a definitive cause of the falsely decreased result was not identified; therefore, the architect c8000 processing module, serial number (B)(6) was considered the likely cause of the issue. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased calcium result generated on the architect c8000 processing module for one patient while using randox calcium reagent (non-abbott reagent). The sample was repeated on another architect analyzer and the result was normal. The following data was provided: customer normal range: 2.10 to 2.55 mmol/l. Sid (B)(6) initial result: 0.86 mmol/l. Repeat result on another analyzer (c804310): 2.28 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely decreased calcium result generated on the architect c8000 processing module for one patient while using randox calcium reagent (non-abbott reagent). The sample was repeated on another architect analyzer and the result was normal. The following data was provided: customer normal range: 2.10 to 2.55 mmol/l. Sid (B)(6) initial result = 0.86 mmol/l. Repeat result on another analyzer (B)(6) = 2.28 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.